Manufacturer narrative:
Product event summary: the data files for the date of the event were returned and analyzed. The files show at least nine applications with the balloon catheter. No system notices or issues were confirmed; pending results of the returned sheath. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure while the right inferior pulmonary vein (ripv) was being ablated saline was observed overflowing through the hemostatic valve, indicating that the distal tip was not irrigated as the customer expected. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: patient data files cannot show the reported issue (air ingress in the system) on the event date. At least nine applications were performed with catheter 2af283/1871-36 on the date of the event with no detected issue. Upon visual inspection of 4fc12 / 03243- 071, results showed the flexcath shaft was intact with no apparent issues. Air aspiration was reproduced when a test arctic front catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn. In conclusion, the reported (hemostatic valve) issue was confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.